Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable carcinoembryonic antigen (cea) result for one patient sample. The initial result was 10 ng/ml and was reported outside the laboratory. The sample was repeated on (B)(6) 2015 and the result was 2 ng/ml. The patient was not adversely affected and was alive. The reagent lot number was 185168. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Review of the provided information did not indicate any mistakes or failures.